Event description:
After experiencing severe eye infections, from one eye to the other and later in both, I finally saw a news release on a problem with complete moisture plus eye solution for soft contact lenses. I am a cdl driver and could not afford a doctors visit or new lenses and thus treated -attempted- my problem at home to no avail. I nearly had to take off work, and should have. I was that bad. I wish I had taken pictures. I left the lenses out for as long as possible every day and rinsed and used visine, all with no relief. I finally had to go get new lenses and switched solutions and was better in hours, really better in about 2-3 days, then I saw the news article. Dates of use: 2007. Diagnosis: routine daily care of contact lenses. Event abated after use stopped: yes.